Manufacturer narrative:
Median age of 70 years (range:56-84). The study was conducted from: march 2015 to january 2018. Literature article: almasi-sperling v., heger d, meyer a, lang w, and rother, u. ¿treatment of aortic and peripheral prosthetic graft infections with bovine pericardium¿. Journal of vascular surgery, feb2020; 71(2):592-598. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two patients with aortic and peripheral prosthetic graft infections underwent in situ reconstructions using peri-guard. After re-intervention of reconstruction using the peri-guard, the rate of freedom from reinfection was 100%. It was reported two patients experienced graft occlusions and limb ischemia. One of the two patients¿ limb ischemia was irreversible and resulted in limb loss and the other patient¿s limb ischemia resolved and did not require additional reconstruction. No further detail was provided regarding subsequent treatment or patient outcomes. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.